Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a r-wave amplitude measurement issue. R-wave amplitude is greater than 20 mv through (B)(6)2016 then drops to less than 2 mv by (B)(6) 2016.

Event description:
It was reported that within 1.5 months of implant, the right ventricular lead was not capturing and had low r-waves. The patient was sent for a lead revision. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.